Event description:
Literature was reviewed regarding right atrial (ra) compression from bio debris. The authors described a patient who presented for a routine follow up with no symptoms and it was noted that their lactate dehydrogenase (ldh) was elevated. A transthoracic echocardiogram (tte) revealed unexpected compression of the ra from an unspecified extracardiac structure. A computed tomography angiography (cta) showed a large fluid collection along the entire outflow cannula which caused effacement of the ra and outflow compression. Surgical intervention was suggested to remove the bio debris, however, the decision was made to monitor closely. Sometime later, there was growth in size, and they attempted an interventional radiology guided evacuation which yielded only two ml of drainage. The device and the outflow graft remain in use. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient. Referenced article: right atrial compression from biodebris associated with long-term left ventricular assist device support. 2022 nov 6; 4 (23):101656. Pmid: 36507294 doi: 10.1016/j.jaccas.2022.08.047 additional products: d1: heartware ventricular assist system ¿ outflow graft, d4: model #: 1125/ catalog #: 1125/ expiration date: unk / serial or lot#: 1001882709, UDI #: asku, d10: no, h4: mfg date: unk, h5: yes, h6: patient code(s): c2902, c26891, h6: device code(s): c63287, h6: FDA method code(s): b17, h6: FDA results code(s): c20, h6: FDA conclusion code(s): d12. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.